Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
Consumer reports "indictor notch not lining up perfectly with coude tip causing difficulty with insertion. He could not say qty affected despite them noting 30, he thinks it was much more than that but could not quantify. He has been cathing since last april, gets 150 catheters per month/ caths 5 day due to retention from past bph. Had a "prostate reduction surgery" as well last april just prior to him starting cic. He said he has had this issue with this product in the past often since he has used it and thinks he just didn't notice the issue clearly until this past order. He said many of them are misaligned "by a little bit" but yesterday noticed he had some that was off/ misaligned by as much as 45 degrees. With these that are more misaligned he said he has more difficulty passing through his prostate as he knows he has to keep the coude tip upwards to pass easily into his bladder. He said yesterday used one that was perfectly aligned and placed it into his urethra and into bladder to drain, no issues at all. He then used one that was known to be misaligned from his last box and it was difficult to pass his prostate. He never forces them and didn't have bleeding but it makes more maneuvering them to get them in when misaligned as he can't rely on the notch on the funnel. He still used them. No harm reported."